Manufacturer narrative:
The vendor evaluation showed the product was made and released per acceptance criteria. Visual inspection did not note any observations. The probe did not close fully within operating range suggesting extra friction in the probe, which upon disassembly seemed to be insufficiently lubricated. Further testing after lubricating the probe showed it was able to close fully within the operating range. The vendor noted that they conduct routine training on proper lubrication application during probe assembly and will take no corrective action at this time.

Manufacturer narrative:
The sterilization and lot history records were reviewed, and found to be acceptable. This investigation is ongoing.

Event description:
The user facility reported the cutter was not working while hooked up to the stellaris unit. There was patient contact, but no patient injury. A new pack was opened, and surgery was completed without issue.

Manufacturer narrative:
The evaluation has been completed. One 20ga vit cutter with irrigation sleeve attached was returned in a plastic bio-hazard bag. The original packaging was not returned. The part number and lot number cannot be verified. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle did not reach the cutting edge. The cutter does have good aspiration. Manufacturing and sterilization records for bl5612, lot w7855 were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Internal investigation could not determine root cause. Cutter sent to vendor to evaluate for root cause. This cutter will be sent to the vendor for evaluation. This investigation is ongoing.